Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient called technical services (ts) and mentioned this pacemaker stopped working they were not getting any readings. It was noted the patient was in the emergency room (ER) but not specified why. The patient also mentioned this pacemaker was not sending signals out. This lasted until approximately 5pm and then the pacemaker started working again and showed the heart rate of the patient. The patient was in the ER the entire time of this episode. Ts referred the patient to a doctor. No adverse patient effects were reported. This pacemaker remains in service.